Manufacturer narrative:
Information references the main component of the system and other applicable components are:: product ID: 3889-28 , lot# va0p9ly, implanted: (B)(6) 2014, product type: lead.

Event description:
The healthcare provider (hcp) reported that the patient had indicated that their wire cam loose and it was painful down where it was at. This occurred on (B)(6) 2017 it was noted that this was the patient's third device, and this had occurred before. The hcp did not have any further information. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: 3889-28, lot#: va0p9ly, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the hcp office hadn't seen the patient since (B)(6) 2015.